Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial signal. Pacing was inhibited for greater than two seconds. A boston scientific technical services (ts) consultant stated an x-ray would need to be performed to see if the coil was pulled towards the atrium. This lead remains in service. No patient adverse effects were reported.